Event description:
During scheduled outpatient paroxysmal atrial ablation procedure, a varipulse catheter was inserted via a 8.5 french abbott agilis sheath from the right femoral vein and utilized to deliver pulse field ablation (pfa) therapy to the left atrium to treat paroxysmal atrial fibrillation. Pulse field ablation therapy was conducted a total of 17 ablations, 9 ablations on the left pulmonary veins and 8 ablations on the right pulmonary veins. Circumferential pulmonary vein isolation with pulse field ablations was confirmed around all 4 pulmonary veins. Intrinsic block was confirmed from each pulmonary vein. Throughout this procedure, the patient received an initial heparin bolus of 20,000 units and infusion with additional boluses to maintain an act>400 seconds. A temperature probe was utilized through the esophagus to continually monitor the patient's temperature while ablations were performed in the left atrium. After completion of phase 1 recovery, during initial ambulation of patient, patient reported "a wall in her field of vision on her right eye and intermittently on her left field of vision". Patient stated she could not "see anything past this wall and could only see right in front of her". From this reported change, a stroke alert was called, and care was escalated. MRI of the brain revealed "multifocal acute cortical infarcts in the bilateral cerebral hemispheres and the right cerebellum, the largest in the left occipital lobe". Given the result of the MRI, the patient's hospital stay was prolonged an additional 4 days. Submitting due to recent recall on varipulse catheters related to neurovascular events.